Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states the tightener on the side of the introducer broke off. The returned device was transferred to bioengineering for review and the failure mode was confirmed and the root cause was determined as unknown. The sample that was received as part of the complaint had overmolded radel for the adjust wheel. The material of the adjust wheel and lock wheel was changed from radel to avaspire per (B)(4) as a running change for future batches. Avaspire has increased resistance to esc (environmental stress cracking) than radel. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The tightener on the side of the introducer broke off.